Event description:
Medtronic received information that while cannulating the patient, it was noted that the tip of the cannula was tearing the tissue. The torn aortic tissue was successfully repaired and the patient fully recovered from the procedure. The device was returned for analysis. The customer noted the lot number was either 2009010361 or 2009030337.

Manufacturer narrative:
Evaluation - device history reviewed. Results code: other - device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: thirty devices were received in an un-opened pouch. Visual inspection of all thirty returned device tips did not identify any rough spots or sharp edges along the integrated flutes. This was accomplished by finger touch, gently running fingers back and forth along the direction of holes, and under magnification. All thirty cannula tips exhibited similar feel touch results. No defects or sharp edges were identified. Based on the information provided and analysis results, there were no manufacturing, component, or design anomalies that would have caused or contributed to the tears in tissue. The tissue was repaired and the patient recovered from the procedure without incident. Medtronic will continue to monitor the field performance to detect similar events, should they occur.